Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon body which is indication of a balloon leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approximately 1 mm distal of the proximal markerband. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks on the hypotube of the device. A shaft polymer extrusion kink was also observed at approximately 15 cm distal to the port bond. This type of damage is consistent with excessive force that could have been applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was advanced to dilate the target lesion and on the first dilation at six atmospheres, the balloon ruptured. The procedure was completed without patient complications and the patient status was good.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was advanced to dilate the target lesion and on the first dilation at six atmospheres, the balloon ruptured. The procedure was completed without patient complications and the patient status was good.